Event description:
Printouts from follow-up session indicated svc impedance was 45 ohms. Device was removed from service. No patient complications have been reported as a result of this event. 2/17/06: additional information indicates lead dislodgement with unsuccessful repositioning because helix would not extend/retract.